Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarms were noted during testing. The pump was received with a cracked reservoir tube lip, a severely scratched display window, and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed with a button error. Customer's blood glucose was not known. It was advised that a loaner insulin pump would be sent to the customer, who agreed to return the original device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.